Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The programmer booted up, with no issues found. An error message was noted in the programmer logs, so the hard drive was reconfigured and the current software was reloaded as a preventive measure. (B)(4). Product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not complete the boot-up sequence. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer would not complete the boot-up sequence. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.